Event description:
The device which the patient was using smoked, and they felt a burning sensation in their throat. According to them, there were specs of black lint or smoke dust in the mask and in the tubing.